Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bilateral arms in (B)(6) 2021 using a legacy coolfit applicator. One week post treatment, the patient experienced pain in her left arm and was diagnosed with ulnar nerve entrapment. On (B)(6) 2021, the patient had surgery on left arm for correction of cubital tunnel syndrome.

Manufacturer narrative:
H11 - corrected data: d1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bilateral arms in (B)(6) 2021 using a legacy coolfit applicator. One week post treatment, the patient experienced pain in her left arm and was diagnosed with ulnar nerve entrapment. On (B)(6) 2021, the patient had surgery on left arm for correction of cubital tunnel syndrome.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bilateral arms in (B)(6) 2021 using a legacy coolfit applicator. One week post treatment, the patient experienced pain in her left arm and was diagnosed with ulnar nerve entrapment. On (B)(6) 2021, the patient had surgery on left arm for correction of cubital tunnel syndrome.

Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. In addition, coolsculpting system use has not been studied in patients with neuropathic disorders like neuralgia and/or neuropathy. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Clarification to d4 catalog #: it is not known if the catalog number is sa16790 or sa16789. Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 6/28/2023.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bilateral arms in (B)(6) 2021 using a legacy coolfit applicator. One week post treatment, the patient experienced pain in her left arm and was diagnosed with ulnar nerve entrapment. On (B)(6) 2021, the patient had surgery on left arm for correction of cubital tunnel syndrome.